Event description:
A physio-control service representative was performing routine preventative maintenance on the customer¿s device. It was observed that the device would not power on when the on/off button was pressed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The device was out of warranty and was returned to the customer unrepaired. The device was removed from use. The cause of the reported failure could not be determined.